Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: manufacturing site: (B)(4). Manufacturing date: 26 nov 2013, part number: 03.010.068 lot number: 8476582. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a lateral entry femoral nail on (B)(6) 2016 after the trocar was inserted through the aiming arm it was not lining up to the correct anatomical position. Despite the difficulty lining the trocar up the surgeon was able to maneuver the instrumentation to the correct alignment and complete the procedure using the same instrumentation. The procedure was successfully completed with no surgical delay or patient harm. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product investigation was completed: the instrument was returned for evaluation: a percutaneous insertion handle (03.010.046 lot 8476582 mfg 26nov2013). The returned instrument was examined and was able to be assembled as intended forming a tight, rigid assembly. As the nail was able to be successfully implanted, a complaint condition related to misalignment is unable to be replicated. No definitive root cause was able to be determined as the failure mode is potentially impacted by many factures including, but not limited to, surgical technique, soft-tissue pressure and inadequate construct tightening. Minor wear was noted on the instrument (scratches, worn finish, etc.) Consistent with repeated use however no deficiencies were identified that potentially could have contributed to the reported complaint condition. Relevant drawings for the returned instrument was reviewed: the design, materials and finishing processes was found to be appropriate for the intended use of the device. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.